Manufacturer narrative:
There is a known malfunction with precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have been informed.

Event description:
Customer reported receiving an error 6 message on the display of their precision xtra blood glucose meter upon test strip insertion and noticed the date and time had changed spontaneously. The customer reports using the p-link software. There was no report of death, serious injury or mistreatment.